Event description:
It was reported that the patient was not receiving full coverage of the targeted pain area being implanted with the ipg and non-boston scientific leads. Reprogramming had been attempted several times with no success. Due to this and the fact that an MRI was needed, the patient underwent an explant procedure to remove the ipg. Additional information was received stating the patient did not have any complications post-operatively.

Manufacturer narrative:
The complaint of inadequate stimulation was not confirmed through product analysis; therefore, there is no problem detected.

Event description:
It was reported that the patient was not receiving full coverage of the targeted pain area being implanted with the ipg and non-boston scientific leads. Reprogramming had been attempted several times with no success. Due to this and the fact that an MRI was needed, the patient underwent an explant procedure to remove the ipg.